Manufacturer narrative:
Concomitant medical products: product ID :3708695, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: extension. (B)(4).

Event description:
Information received from a healthcare provider for a clinical study, via a manufacturing representative, reported the patient had subcutaneous scarring in the neck area and pain in their left neck area. A revision was done to remove scar tissue on (B)(6) 2015. The event was related to the extensions. The issues were resolved and the patient outcome was resolved without sequelae on (B)(6) 2015. Medical history included thyroid disorder and parkinson's disease. It was noted the patient smoked, and took psychiatric and movement disorder medications.

Event description:
Information received reported diagnostic methods included the patient reporting the event (B)(6) 2014. Additional information received a little over four months later reported the scar tissue that was removed was situated around the extension in the neck.